Event description:
This device was implanted on (B)(6) 2013 and was explanted on (B)(6) 2015 because the customer was dissatified with the product. The physician was dr. (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).